Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Subsequently, a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer and troubleshooting with tandem technical support was declined.